Manufacturer narrative:
The investigation showed that there are cracks in the thules. During sterilization (with higher temperature) weakener in the pvc tubing of the vitrectome is released. The weakener reacts with the pc material of the thules of the vitrectome. The incident happened during surgery. The cutter makes bubbles. This may cause a severe tissue damage in the eye of the patient, hence considered reportable. Please note the product report is a kit but isolated to part 8288.vit23 supplied in the kit. During the retrospective review, and as per the complaint description, assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possbile injury by microbial, viral or prion infection (patient harm) this reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. No information reasonable suggests anyone was harmed. All available information has been disclosed. This complaint has now been closed.

Event description:
Customer claimed our cutter makes bubbles, please find attached the claim. Please check and let us have your reply. Sample is available.